Event description:
The placement of the three-piece modular device was planned. Placement of all components successful. During the post angiogram, a distal type 1 endoleak was noted. The area was post dilated, but still did not produce a successful seal. The anatomy and diseased vessel would not allow for a good seal at the landing site. Another iliac left graft was placed within the iliac leg graft and telescoped high up into the graft. The distal portion of the graft landed at a location where the vessel tapered back down, just proximal to where the bifurcation of the internal iliac artery orignated. Graft was ballooned, and post angiogram performed with no noted sign of an endoleak. Procedure was deemed successful and concluded.